Event description:
Reporter indicated a vns therapy pt has been having an increase in seizures. The pt's pre-vns seizure activity baseline is unknown. The pt's generator is set to rapid cycling and battery life calculator shows the generator is 0.59 years until elective replacement indicator reads "yes." Good faith attempts to obtain add'l info have been unsuccessful to date.